Event description:
Medtronic received information that approximately two years and a four months following the implant of this transcatheter bioprosthetic valve, during a routine exercise test, the patient was noted to be in atrial flutter. Catheterization findings showed valve compression with type 2 fractures. There was no evidence of pulmonary insufficiency. The device remains implanted with no adverse patient effects reported, and the patient will be monitored as clinically indicated.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.